Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that after insertion, the catheter was attached with an mz connector and leaked liquid during infusion. With a replacement of mz connector or other connector with equilibrium pressure, liquid leak still occurred. After a xinhua positive pressure connecter was used, no liquid leaked. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A video of an inserted 4fr s/l powerpicc catheter was returned for evaluation. A needleless injection cap was attached to the luer adaptor of the catheter and a slip-fit syringe was attached to the needleless injection cap. When the catheter was flushed with a clear liquid from the syringe, a dripping leak was observed emanating from the junction between the luer adaptor and the needleless injection cap. The circumstances shown in the provided video were similar to a previously identified luer molding issue which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after insertion, the catheter was attached with an mz connector and leaked liquid during infusion. With a replacement of mz connector or other connector with equilibrium pressure, liquid leak still occurred. After a xinhua positive pressure connecter was used, no liquid leaked. It was reported this occurred with two devices. This report addresses the first device.